Event description:
Tip fracture after lesion crossing.

Manufacturer narrative:
A lot history review demonstrated that the wire was manufactured to correct spec. The wire involved in the incident was evaluated. The tip of the wire was found to be severely deformed. It is likely that this was caused by robust user handling and may have contributed to the fracture. However, it is difficult to definitively draw a conclusion as to what caused the guidewire to fracture due to the limited info provided. A f/u report will be provided when a clinical review of the fluoroscopy images from the procedure can be carried out.